Manufacturer narrative:
One fast-fix 360 curved needle delivery systems was returned for evaluation. Only the insertion device was returned no suture or ts. Needle is dramatically bent. The device was functionally tested for proper actuator advancement and cycling and was found not to function due to the bent needle. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿.

Event description:
It was reported that after surgeon deployed the first anchor of fast-fix 360 curved ndl delivery sys, surgeon is unable to deploy the second anchor. No patient injury was reported.